Event description:
It was reported that one device was used during a laparoscopic hernia repair. It was reported by the affiliate that the ems instrument jammed after it was fired three times. Another ems was used to complete the case.